Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon investigating the stm observed that the batteries were not operating at factory specifications. To address the issue the stm installed new batteries and the customer was instructed to charge them overnight. The stm performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shutdown mid-therapy. There was no harm or injury to patient and no adverse event was reported.